Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported mold plate chromagar candida ii 20 ea. Repeat testing was performed. No patient impact was reported. The following information was provided by the initial reporter: mold. This event occurred 10 times.

Manufacturer narrative:
H.6 investigation summary during manufacturing of material 254093, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2097925 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2097925 for contamination. Retention samples from batch 2097925 were not available for investigation. One photo was received for batch 2097925. Photo shows one sleeve of plates with label lot 2097925 with a black area on the bottom plate in the sleeve. No return samples were received for investigation of this complains. This complaint can be confirmed. The photo verifies the complaint for contamination. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported mold plate chromagar candida ii 20 ea. Repeat testing was performed. No patient impact was reported. The following information was provided by the initial reporter: mold this event occurred 10 times.